Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump is not dispensing insulin and that he is experiencing high blood glucose. He stated that he had a blood glucose of 500 mg/dl and gave a bolus and then 2 hours later, his blood glucose was 400 mg/dl and he gave another bolus. The customer said that he changed his set and reservoir because he thought his insulin had expired but nothing changed. He said that he felt sick and had given 50 units of insulin from 2:00 am to 9:00 am. During high blood glucose troubleshooting, the customer was assisted with performing the high-pressure test. The pump did not pass the first time. He repeated the test and it passed. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The pump is being returned for analysis.